Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted the patient line connector was unable to be tightened into the adaptor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the homechoice cassette and minicap transfer set; further described as "hard to twist." This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.